Event description:
Having elevated blood glucose (379 mg/dl). She felt that her readings were rether hight so she check her tubing and found the outer tubing was pulled away and the tubing was dangling from the luer lock.